Manufacturer narrative:
A follow up report will be provided when all information has been received from the initial reporter.

Event description:
Upon removing the compression ramp near the end of the case we went to implant a non locking 3.5 mm stratum screw through the compression hole and the 3.5 mm non locking screw did not grab the plate but rather went right through and didn't hold anything. We removed the screw and implanted a second 3.5 mm nl screw (same lot number) and it grabbed the plate.

Manufacturer narrative:
Follow up with initial reporter (B)(6) did not reveal any addtional information about this incident. Complaint could not be confirmed, as no device was returned for evaluation, and initial reported did not respond to follow up questions about product used during the case.

Event description:
Upon removing the compression ramp near the end of the case we went to implant a non locking 3.5mm stratum screw through the comporession hole and the 3.5mm non locing screw did not grab the plate but rather went right through and didn't hold anything. We removed the screw and implanted a second 3.5mm nl screw (same lot number) and it grabbed the plate.